Event description:
Report received indicated that during interventional angioplasty to the superficial femoral artery, the physician removed the stabilizer plus guidewire from the outback catheter and subsequently the tip of the guidewire broke off inside the patient. Both products were inspected and prep according to the instructions for use (IFU) and without issues. The stabilizer plus guidewire was inserted into the patient and positioned in the desirable location. Thereafter, the guidewire was backloaded into the outback catheter and the catheter was tracked over the guidewire. At the lesion site, the outback's cannula was deployed and fully retracted. The guidewire was advanced further into the vessel, however, during catheter's retraction the wire's "floppy tip" broke off. Subsequently, the site was stented tacking the wire tip to the vessel. There was no patient injury.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2009-01402.